Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital and intense care unit with an elevated blood glucose (bg) level of 463 mg/dl; due to needing settings adjustment. Customer attempted to self-treat by giving themselves a manual dose injection; however was treated intravenously with fluids of saline and insulin at the hospital. Customer was released from hospital on 4/9/22 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.